Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video identified a clot-like artifact. The reported condition of hematoma was verified. It is unclear whether the clot-like artifact in the video consists of floseal, or if the user did not irrigate the excess material. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "floseal hematoma" was found following a laminectomy, ¿reapplied with thrombin and gel foam¿. It was reported the hematoma was identified after "lower plasma levels" were noted and a vaccine was administered. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.